Manufacturer narrative:
The reported event of intermittent capture and decreased r-wave sensing was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic. Interrogation of the implantable cardioverter defibrillator revealed intermittent capture on the right ventricular lead and a decrease in r-wave amplitude. The lead was explanted and replaced. The patient was in stable condition throughout.